Event description:
This is filed to report clip deployment difficulty. It was reported that mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 with a prolapsed posterior leaflet. During deployment, the clip did not release. The physician had to remove the gripper line manually. The clip then was deployed, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported difficult to deploy the clip (difficult or delayed activation) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to deploy the clip (difficult or delayed activation). There is no indication of a product issue with respect to manufacture, design, or labeling.